Event description:
It was reported that the subject programmer suddenly froze when interrogating devices and has to be switched off and on.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer suddenly froze when interrogating devices and has to be switched off and on.